Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment was unknown. Dianeal therapy was ongoing. The patient was recovered from this event. No additional information is available as the reporter declined to provide any further information.